Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). The device history record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that a mesher needed to be repaired. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device on (B)(6) 2019 noted that the device had a bent comb and that the calibration and test cut could not be performed due to the comb. Repair of the mesher occurred the same day and involved replacing the comb, roller gear, roller, comb shaft, and a spring pin. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that there was a damaged comb on the device, a failure mode that would require repair in order to correct, it cannot be determined from the information provided as to what caused the comb to become bent. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that upon inspection, this device was found in need of repair. During investigation, it was discovered that the device had a bent comb. No adverse events were reported as a result of this malfunction.